Event description:
This spontaneous report was received on (B)(6)-2011 from a reporter and concerns a consumer (age and gender unspecified) from the united states.on an unspecified date, the consumer purchased reach johnson and johnson floss waxed mint for dental cleaning (lot number 0321d, expiration date unspecified). After an unspecified duration, the consumer noticed that the metal piece broke off and so the floss could not be cut.this report had no adverse event and the action taken with the device was not applicable.this report was considered a reportable malfunction case.

Manufacturer narrative:
The date of this submission is (B)(4)-2011. This closes out this report unless other additional significant information is received.